Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins turns off on it¿s own. This started a few months ago. The stimulation often fails lately without changing anything with the patient programmer. This occurred three times last month. This was confirmed by the nurse as it happened in front of them. All impedances were okay. The mdt data did not show any device abnormalities. There were manual on/off entries. The cause was not identified. No actions or interventions were taken. No further complications were reported or anticipated.